Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that slipped in water and insulin pump stopped working. Insulin pump would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Device passed displacement test and self test. No moisture damage on electronics and motor assembly noted. Device received with corroded battery tube noted.